Event description:
During dialysis, the venous needle became dislodged from pt and the machine did not have any pressure alarms. Customer not sure how much blood the pt lost, but the pt lost a significant amount of blood that was greater than 100 ml. The nurse looked over and saw blood on the floor, she poked at the pt (pt usually sleeps during dialysis treatment), who woke up then passed out. They gave the pt saline for fluid replacement. The staff called 911 and pt was sent to the hosp. The pt's hematocrit level was 9.0 when admitted to the hosp. The clinic did not take the pt's hematocrit level before treatment.